Manufacturer narrative:
The product was not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported pt condyle fracture. The initial reporting stated the pt experienced trauma (fall), causing the bone to fracture resulting in device loosening. No evidence was found suggesting product error was a contributing factor and the need for correction action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt fell and fx condyle, causing loosening of femoral component and laxity.